Manufacturer narrative:
Other: pain.: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a call from the patient's son that on an unknown date, the patient underwent a surgery in her back. One month post-op, the implanted screw broke. Reportedly, the patient is suffering from extreme pain and needs a removal surgery.